Manufacturer narrative:
Evaluation summary: the device was returned for analysis. The distal tip was slightly damaged; however this damage is consistent with use of the device in-vivo. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 17th and 18th distal stent segments was deformed with a number of struts raised and pulled distally. (B)(4).

Event description:
The physician intended to use a resolute integrity (rx) drug eluting stent. Target lesion was pre-dilated. It was reported that it was not possible to introduce the stent into the vessel. No patient injury reported and it was reported that the patient was discharged home in good condition. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged.